Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2011. Dtma1d1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing, r wave double counting during a ventricular tachycardia (vt) episode. It was noted the relatively small amplitude, width, and steepness of both edges of the r wave contributed to the oversensing. No intervention was performed. The lead remains in use. No patient complications have been reported as a result of this event.